Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 7.3, lab: 5.0. Date: (B)(6) 2011, inratio: 2.1, lab: 1.68. Patient's wife called because they were observing different results than the lab. On (B)(6) 2011, the inratio result was 7.3. They called the doctor and went to the ER. The lab testing result was 5.0 (tested within 45 minutes of meter). Coumadin withheld that night. Dose change starting the next day, (B)(6) 2011. The customer stated that the results from (B)(6) 2011 were from a blood draw performed and a drop of blood from the venous draw had been used for the inratio test. Patient's therapeutic range = 2.0-3.0.

Manufacturer narrative:
Investigation pending.